Manufacturer narrative:
The information received stated that the tubing was of rüsch brand which we do not supply or recommend for use with the ventilator. There was no ventilator malfunction. The provided logs revealed that the ventilator generated several clinical alarms dated (B)(6) 2021; expiratory minute volume low, respiratory rate high, inspiratory flow overrange and gas supply pressure low. This alarms are most likely due to leakage. The involved tubing has not been investigated.

Event description:
It was reported that the ventilator did not deliver set minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).